Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no physical damage. During analysis, the reported problem was not duplicated. The pump passed downstream occlusion (dso) pressure range test at 25 psi. Event log confirmed multiple downstream occlusion alarms. Service recommended replacing dso sensor. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited downstream occlusion and cassette not properly attached. No patient was involved in this event. No adverse effects were reported.